Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that the rv lead was explanted due to non-capture at maximum outputs. The patient felt stimulation, but no rate change or morphology change was observed. The lead continued to sense appropriately but pace impedance measurements had dropped from 400 to 300 ohms. The lead was then discarded, following explant. No additional adverse patient effects were reported.